Event description:
Found during testing. According to the reporter, the device will not turn on with battery removed and the ac mains led is out. There was no report of pt use in the event.

Manufacturer narrative:
Physio-control evaluated the device and observed a failure to power on in ac. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.